Event description:
It was reported that the device got hot around the light post. There was no delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device got hot around the light post. A visual inspection was performed and showed the scope to have severe distal tip damage with damaged fibers. This is caused by contact with another source. The severe tip damage is the cause of the light post getting hot.